Event description:
It was reported the customer was hospitalized for high blood glucose. Troubleshooting was performed and the insulin pump passed the tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.